Event description:
It was reported the pt showed regurgitation on an echo. The explant surgeon opted to remove the valve and replace it with another tissue valve. According to info received, the implanting surgeon did not debride the pt's annulus thoroughly enough and also left the sutures too long. This caused one of the leaflets to hit the suture each time it opened which eventually caused two holes in the leaflet. He had no complaint about the performance of the valve. Add'l info has been requested.